Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd saf-t-intima¿ IV catheter safety system foreign matter was found on the needle head. The following information was provided by the initial reporter: "the nurse opened the package of the indwelling needle and found a transparent foreign body at the indwelling needle head. She immediately replaced the indwelling needle. Adr# (B)(4)."